Event description:
It was reported that the patient had gotten really sensitive since the new pump was implanted. It was noted that the patient could not wear clothes as that hurt her. The pump system was being used to deliver baclofen. The patient also reported pain from around the pump. The reporter was redirected to the health care provider (hcp) at that time. It was later reported that when the pump was implanted, there was an issue with something not being done right and they were having problems. The reporter noted the patient was having what looked like baclofen withdrawal, underdose and a change in therapy effect. The patient had to ¿go back in¿ around thanksgiving 2010, because the patient could not keep her clothes on because "she itched so bad". The reporter stated it was a major thing because the patient could not scratch herself. It was noted that the pump was checked, and they ¿did some stuff¿, and the reporter thought they had the wrong medication in the pump because right after they left the appointment, the patient was ¿immediately better¿. The reporter was not clear about what was done during the appointment. It was also noted that in november 2010 a dye test was performed, the results were not provided. It was also noted that the patient spent five days with the constant issue. The patient had tremors in the legs and itching on the chest and back, and the patient received an anti-itch medicine. The pump system was being used to deliver baclofen, and the patient was also taking oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8627l18, serial# (B)(4), implanted: (B)(6) 1999. Product type: pump: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).